Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead was oversensing noise resulting in inappropriate mode switch episodes. The lead was capped and replaced on(B)(6)2023. The patient was stable throughout the procedure.